Manufacturer narrative:
Additional information was received with impacted product on (B)(6) 2020. The explant date was clarified to be (B)(6) 2020. The impacted product was identified through the receipt of the device with the lot number. The impacted product is a mentor smooth round moderate profile 425cc saline prosthesis. A manufacturing record evaluation was performed for the finished device number 7505017, and no non-conformance's were identified. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: during the visual evaluation, an anomaly was observed on the anterior view of the device consistent with a crease/fold. A tear measuring approximately 0.1 cm was also observed within the crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent breast augmentation revision with an unknown smooth mentor saline prosthesis experienced left sided deflation post procedure. The patient consulted with a medical professional and received a deflation diagnosis. As a result, unilateral replacement with a mentor smooth round moderate profile 425 cc saline prosthesis was performed.